Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered multiple rounds of anti-tachycardia pacing (atp) therapy and multiple shocks to this patient. A review of the device data indicated that all measurements are within specification ranges. Evidence is suggestive that this therapy was inappropriate as it was provided due to the patients atrial arrhythmia. None of the therapies terminated the rhythm, which appeared to self-terminate. However, it was noted that the therapy did accelerate the patients rhythm in one episode. Boston scientific technical services (ts) provided the device review report to the physician upon their request. Ts also discussed the issue with the boston scientific representative and provided guidance on possible device programming options but indicated that the overriding concern is the uncontrolled nature of the patients atrial tachycardia. The device remains in-service. No additional adverse patient effects were reported.